Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 1504 pulses, including multiple boluses. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure.

Event description:
It was reported by the patient that the needle never deployed the cannula into the skin. The pink slide did not move forward, and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was worn between 1 and 4 hours. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.7. Hardware: iphone13.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.